Event description:
The customer noticed her meter was reading in mmol/l and called in for help. When the meter was reset to mg/dl, her last reading was 88 mg/dl. She had also tested using her elite meter, and had a reading of 340 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.